Manufacturer narrative:
Conclusion: this device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00675 and 00676.

Manufacturer narrative:
Result: the pod8 sr-wire was fractured approximately 25.0 cm from the proximal constraint sphere. The second pod8 pusher assembly was fractured approximately 142.0 cm from the proximal end with the pull wire exposed. There was no damage to the pxslim090 microcatheter. Conclusion: the complaint has been evaluated. The complaint indicates while loading the first pod8 coil into the catheter, there was dramatic increase of resistance felt. The second pod8 was inserted into the catheter and a similar situation was encountered with the introduction of this pod8. Evaluation of the returned devices could not confirm the issues describe in the complaint. During the evaluation the first pod8 a broken sr-wire was found and there were ovalized sections in the introducer sheath. It is likely this damage occurred after the procedure. The second pod8 pusher assembly was fractured approximately 142.0 cm from the proximal end. The fractured distal section of the pusher and the coil was stuck inside the coil introducer sheath. A 0.025" mandrel was introduced through the hub of the pxslim090 microcatheter and advanced distally without an issue. The pusher assembly without a coil was inserted through the hub of the pxslim090 microcatheter and advanced distally and no friction was felt. The pxslim090 microcatheter is functional. The root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8 and px slim delivery microcatheter. During the procedure, the physician attempted to advance a pod8 through a px slim delivery microcatheter and met resistance. The physician continued three more attempts to resheath and reinsert the pod8 into the microcatheter; however, the physician decided not to use the pod8. The px slim delivery microcatheter was flushed and the same resistance was felt using a new pod8. While removing the new pod8, the pusher wire became bent. A new pod8 and px slim delivery microcatheter were used successfully and complete occlusion was achieved. There was no report of an adverse effect on the patient.